Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 142 mg/dl back to back with a result of 82 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated that the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.